Event description:
The customer reported that the system displayed a checksum error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an on site investigation. The generator sram card was replaced and the generator defaults were reset. The system was tested and operates as intended.